Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 471 mg/dl at the time of incident. Customer reported that they received insulin flow block alarm during bolus. Customer stated the cannula was bent. Customer stated the insulin exited. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus. Troubleshooting was performed. The insulin pump will not be returned for analysis.